Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736 (software version: 1.0.2). Device evaluation: a software analysis was completed. The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: unknown. Patient information was unavailable from the site. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during the case the surgeon stated that they felt inaccurate. The amount of inaccuracy was 4mm. The surgeon continued the case with the inaccuracy in mind. There was no delay to the procedure, and there was no impact on patient outcome. No additional information was provided.